Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one injector connected to an infusion set was provided to our quality team for investigation. Upon visual inspection of the product, the needle was observed to be exposed. It was also identified that the grips on the safety sleeve and the piston wings were noted to be damaged. Functional evaluations were attempted, however, the injector could not be connected to the connector and infusion set. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to verify the quality and functionality of the device. As the lot involved in this incident was unknown, a device history review could not be performed. Based on our investigation and evaluation of the product, it was determined this issue likely occurred as a result of improper activation/deactivation. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c needle fell off during use. The following information was provided by the initial reporter: the needle came off when the second drug was administered.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal¿ injector luer lock n35c needle fell off during use. The following information was provided by the initial reporter: the needle came off when the second drug was administered.